Event description:
It was reported that an ilet user experienced repeated alert 38 events indicating a motor stall, resulting in device restarts on three occasions and guidance to perform a dry run and reconnect with new supplies to address a suspected pump motor stall. Symptoms included no reported injury. Outcomes included no reported clinical impact. Investigation included customer counseling on device restart, dry run execution, and reconnection to new infusion supplies. Investigation of this case revealed repeated stalled motor alerts consistent with a motor stall malfunction localized to the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence from field troubleshooting. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.